Manufacturer narrative:
Patient information was unavailable. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the ostium seeker became damaged during surgery. The procedure was completed using the navigation with no patient impact. No delay in surgery was reported.

Manufacturer narrative:
The suspect suction was returned to the manufacturer for evaluation. Testing found that the suction was missing components and would move under its own weight. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.